Event description:
The customer obtained lower than expected results on a single level of vitros total thyroid control fluid using vitros immunodiagnostic products tsh reagent on a vitros 3600 immunodiagnostic system. The tsh results recovered from the total thyroid control level 1 were lower than expected when compared to the target mean. Total thyroid control l1: 0.040, 0.036, 0.042, 0.035 and 0.035 miu/l vs. The expected result of 0.086 iu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. This report is number five of five 3500a forms filed for this event, as five devices were affected. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from a single level of vitros total thyroid control fluid using vitros tsh reagent on a vitros 3600 immunodiagnostic system. The investigation was unable to determine a definitive assignable cause, however, vitros tsh reagent lot 4395 or the vitros 3600 instrument cannot be ruled out as contributing to the event. There were no reported events of affected patient sample results and there were no reported allegations of patient harm. The assignable case of the event is unknown.